Event description:
The pt was scheduled for a gastro-jejunal (gj) tube change. The caregivers noted that the gj balloon was not holding any water. Upon further assessment, the gj tube was noted to be perforated. A snare was utilized to remove it. The unibody gj feeding tube was fractured. The distal end had to be retrieved in the jejunem. A new 16fr, 2.5cm stoma length, 45cm jejunal length gj feeding button was placed. There was no harm to the pt noted in the documentation.